Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone, bupivacaine, and fentanyl via an implantable pump for non-malignant pain. The hcp reported that the patient heard beeping coming from their pump and the patient used their personal therapy manager (ptm) which indicated that the pump was stalled. Patient had not had an magnetic resonance imaging (MRI). The hcp would follow up with the patient to review next steps. Additional information was received from the company representative (rep) reporting that per the healthcare provider (hcp), that the hcp had called to speak to technical services on monday when they saw the patient. The company rep stated that the patient informed her that the pump was alarming again today every hour. The company rep stated that the pump would be replaced on friday. The company rep requested assistance in silencing an active alarm and stated logs were showing that (B)(6) 2025 a critical alarm was triggered because the pump had exceeded 48 hours without recovering. Patient was scheduled to have the pump replaced (B)(6) 2025.

Manufacturer narrative:
H3. Destructive analysis identified residue in the motor gear train. Analysis identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.